Event description:
Ous MDR - after an implantation period of approx. 49 months, it was reported that the device could not be interrogated. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Based on the observed symptoms and consistent with the damages observed in the right ventricular lead, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. As a result of the damage, the device could not be interrogated. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. The final acceptance test proved the ICD functions to be as specified. There was no indication of a material or manufacturing problem of these devices.